Event description:
It was reported that during a svg stenting treatment procedure after the filterwire ez system crossed the lesion and protection wire was in place, the physician intended to unsheath the filter. He retracted the delivery sheath and let the filter out, however he had a hard time peeling away the delivery sheath until the distal-most monorail segment of the delivery sheath. Then he removed the torquer but couldn't remove the monorail segment of the sheath, by that time the proximal end of the protection wire was already bent and deformed and was not suitable for stent delivery. The physician retrieved the system and continued the procedure without using filterwire. There were no reported complications, and the patient status was listed as stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.